Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button tactile change issue. The "up" button produces a delayed response and occasionally requires multiple presses to register a response. The issue began "about 3 to 4 weeks" prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: visual inspection of the pump showed some cosmetic defects and worn keypad. Investigation showed that the ¿up¿ arrow button required multiple presses in order to respond while the ¿down¿, ¿ok¿ and contrast buttons were responding properly. No visible damage to the keypad was observed. Removal of the keypad revealed that there was contamination under all the button contacts. Unrelated to this complaint, a dim and discolored screen was observed on startup. Pump casing was removed, the display was replaced with a test display, and the test display was functioning properly. In addition, a white spot was observed on the display lens, a crack was found in the battery compartment and the piston cap was missing.